Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the two-hour post-operative electrocardiogram (ECG) showed a first degree atrio-ventricular (av) block, a qrs segment duration of greater than or equal to 120ms, and a right bundle branch block (rbbb). The 24-hour and 48-hour post-operative ecgs showed that the conduction disturbance remained. The av block and rbbb converted to av dissociation. Subsequently, on the third post-operative day, a permanent pacemaker was implanted and resolved the conduction disturbance. No additional adverse patient effects were reported.